Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device would not power on a via ac power. There was no pt involvement.